Manufacturer narrative:
The field service engineer found the cell blank volume was too high causing water to overflow and contaminate other cells. He adjusted the cell blank volume to specification and ran a precision study with results guidelines. The customer ran qc that was within the acceptable range. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas 8000 c 702 module. The initial result was 4.5 mg/dl. As it was considered critical, the result was called to the physician who requested the patient be redrawn. The result from the new sample was 8.6 mg/dl, which fit the patient's clinical picture. The repeat result from the original sample was 8.8 mg/dl. The reagent lot number was 60814401 with an expiration date of 30-apr-2023.